Event description:
It was reported that the device was removed due to mrsa sepsis. The patient was reported to have been in a coma. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4)